Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced both the system pcb assembly and the main keypad assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off multiple times by itself. The customer advised that the battery installed in battery well #1 was full and the battery installed in battery well #2 had two (2) bars during the event. Each time that the device lost power, medical personnel were able to power the device back on. There was patient use associated with the reported event; however, personnel were only monitoring the patient and there were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.